Event description:
It was reported the patient was in a rehabilitation hospital with a stroke and they were unable to void. The reporter noted that they had an order to turn the implantable neurostimulator (ins) off. It was planned to leave the ins off until they were out of the hospital for stroke related rehabilitation and care. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4) product type: programmer, patient. Product ID: 3889-28, lot# va0433b, implanted: (B)(6) 2013, product type: lead. (B)(4).